Manufacturer narrative:
No device deficiency was reported. Cardiac tamponade is a known potential adverse event documented in product labeling. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, when the physician attempted to occlude the patient's ripv after ablating the lspv and lipv, the patient showed a decrease in blood pressure and cardiac tamponade was revealed by echocardiography. After around 100 cc of blood was drained by pericardiocentesis, the patient's blood pressure increased back. The procedure was then discontinued.